Event description:
A report was received that the patient was experiencing inadequate stimulation. It was also noted that the patient could not keep the ipg charged. The patient underwent an explant procedure.

Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2018 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Explant date: 2018.

Event description:
A report was received that the patient was experiencing inadequate stimulation. It was also noted that the patient could not keep the ipg charged. The patient underwent an explant procedure.